Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what caused the staple line to open? How much bleeding occurred? Did the patient receive any blood products? If so how much was given to the patient? What were the difficulties during the procedure? Please explain. Was intra-op procedure changed? If yes please explain. How long was the procedure extended? Was post-op care changed for the patient? If yes please explain. Response: due to age of the incident, the customer does not remember the responses to the questions above.

Event description:
It was reported that during a hepatectomy procedure, under coelioscopy, the staple line is opened, emptying the operative field of blood. Thus, difficulties during the operation: decrease of visibility and longer procedure (time not indicated). Unknown how case was completed. One device was discarded.